Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Certified diabetes educator reported hospitalization due to high blood glucose. Caller stated that the customer's physician wants her to resume insulin pump therapy. Caller stated that the insulin pump alarmed. During troubleshooting, it is normal that the insulin pump alarms when stored without a battery. Nothing further reported.